Event description:
It was reported that the pt was at the hospital with signs of overdose; specific symptoms were not provided. The pump was used to deliver dilaudid. Additional info has been requested from the hcp. A follow-up report will be sent if additional info becomes available.